Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device explanted. A device history record review is in process. Four requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, a piece of plastic from the hemopro fell off in the patient's leg and required retrieval. It is unknown if this was the conical tip or the silicone coating of the tissue welder jaws. It was not too far from the incision so the harvester just reached in and retrieved the piece from the original incision. There was no additional intervention required. The staff only kept the broken piece to return for investigation. A replacement unit was used to complete the procedure. The hospital did not report any patient complications as a result.